Event description:
Total knee arthroplasty performed on (B)(6) 2010. Revision performed (B)(6) 2011 due to pain, inability to bear weight. Tibial and femoral components were both loose. Patient was reported to have soft osteoporotic bone. The femoral component was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: " loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity". The user facility is outside of the united states. No medwatch report was received.